Event description:
The contact states that the meter is missing segments so they cannot tell what the results really are. A review of the system was conducted over the phone. This review indicated that segments were missing from meter's display. The contact was asked to return the meter for further evaluation and a replacement was provided.